Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms , undersensing and loss of capture (loc). Ra lead conductor fracture was suspected. Boston scientific technical services reviewed the data and recommended troubleshooting options. Additional intervention was received, stating that the device was reprogrammed. This ra lead remains implanted. No adverse patient effects were reported.